Manufacturer narrative:
The customer's lid will be returned to stryker for evaluation. The customer will receive replacement lid and battery. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Neither the customer's device nor the lid were returned to striker for evaluation. The customer received replacement lid and battery. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.